Manufacturer narrative:
An event regarding alleged "wear" involving a mck tibial onlay insert-sz 4-8 mm was reported. The event was confirmed. Method & results: -device evaluation and results: a material analysis was performed and indicated "burnishing, scratching and third-body indentations were observed on the articulating surface of the insert. These are common damage modes of uhmwpe. No material or manufacturing defects were observed on the surfaces examined." -medical records received and evaluation: not performed as medical records were not received for review with a clinical consultant. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: the root cause could not be determined because insufficient medical information was provided. A material analysis was performed and indicated "burnishing, scratching and third-body indentations were observed on the articulating surface of the insert. These are common damage modes of uhmwpe. No material or manufacturing defects were observed on the surfaces examined." If additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Revision of mako left medial knee. Femoral component was loose although not grossly. Abnormal wear on the tibial insert.

Manufacturer narrative:
A supplemental report will be submitted if additional information becomes available.

Event description:
Revision of mako left medial knee. Femoral component was loose although not grossly. Abnormal wear on the tibial insert.